Manufacturer narrative:
The t:flex user guide states, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the fill tubing process while the tubing was connected to their infusion site resulting in the unintentional delivery of 30.2 units insulin in their body. The customer reported blood glucose levels between 101-190 (mg/dl). Pineapple juice, sugar and raisins were consumed to address bg levels. Once the customer's bg level reached 150 (mg/dl), further follow-up from tandem technical support was declined.